Event description:
It was reported that during a right heart catheterization, the right ventricular (rv) lead dislodged. The patient was hospitalized and the rv lead was explanted and replaced the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.